Event description:
It was reported that the patient stated "I am short of breath and weak. My legs are not working and I have no energy. Is my pacemaker causing this?" The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.